Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the interoperability of the pump caused a delay in drug delivery due to remote programming. The patient went from the or to the picu and the device stayed on the adult profile due to the patient's weight being greater than 40kg. However, the picu nursing staff was not familiar with the adult profile doses and chose to change the profile and the lines on the patient who was reportedly unstable. During the change, the patient became hypotensive, needed extracorporeal membrane oxygenation, and did not recover. The customer alleges the cause of the event and patient outcome was process related and not technology related.

Manufacturer narrative:
( Reportable aware date (B)(4)2017). No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.